Event description:
It was reported that during the procedure the operator advanced the intermediate catheter and the microcatheter to the proximal middle cerebral artery (mca) and the subject flow diverter stent was deployed. Next, a stent was advanced through the true lumen using an intermediate catheter, and a percutaneous transluminal angioplasty (pta) was performed from the distal end. The initial procedure was successfully completed. A few days after this treatment, paralysis occurred, and upon examination, it was found that the anterior choroidal artery was blocked. No further information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. The defect was not identified at the time of preparation. The rotating hemostatic valve (rhv) of the delivery catheter was tightened prior to system induction and was properly loosened during stent deployment. There was no friction with the 0.014"guidewire during system guidance. The aneurysm was located at the tortuous anatomy. The system was able to be advanced to the target site. After stent placement, it was verified that the stent was fully dilated along the vessel wall. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported events: ¿patient neurological deficit¿ and ¿patient stroke.¿

Event description:
It was reported that during the procedure the operator advanced the intermediate catheter and the microcatheter to the proximal middle cerebral artery (mca) and the subject flow diverter stent was deployed. Next, a stent was advanced through the true lumen using an intermediate catheter, and a percutaneous transluminal angioplasty (pta) was performed from the distal end. The initial procedure was successfully completed. A few days after this treatment, paralysis occurred, and upon examination, it was found that the anterior choroidal artery was blocked. No further information available.